Event description:
It was reported that at a routine follow-up appointment, a battery depletion (bd) error code was seen from this subcutaneous implantable defibrillator (s-ICD) device. It was hypothesized that the device battery was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.